Event description:
The customer reported discovering condensation on top of the reagent cartridges while removing the cartridges from the unicel dxc 800 synchron system. The customer inspected the instrument and found fluid around the cartridge chemistry (cc) reagent probe pathway. The customer stated that more than 10 ml of fluid leaked. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event. Beckman coulter's review of the instrument's log indicates that the instrument generated large particle immuno assay (lpia) water blank analog to digital calibration (adc) range too high and cuvette dirty after washing error messages prior to the customer discovering the leak. Quality control results were within the established ranges prior to the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the cartridge chemistry (cc) reagent probe b due to a faulty wash collar solenoid vacuum valve. The fse replaced the solenoid vacuum valve to resolve the issue and verified the repair as per established procedures. Failure mode of the leak is attributed to a faulty solenoid vacuum valve. (B)(4).